Manufacturer narrative:
Concomitant medical products: 4574 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received ventricular fibrillation therapy, which was possibly due to a rapid ventricular response for an atrial fibrillation episode. The device remains in use and no further patient complications have been reported as a result of this event.